Event description:
Customer reported receiving a thresh hold suspend alarm on the insulin pump despite the customer's blood glucose readings being 140 mg/dl. Customer stated that the sensor was reading 60 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.